Manufacturer narrative:
This report is for an unknown biomaterial - preformed: chronos strip/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: osterhoff, g. Et al. (2017), posterior multilevel instrumentation of the lower cervical spine: is bridging the cervicothoracic junction necessary?, world neurosurgery, vol. 103, pages 419-423 (germany). The purpose of this study was to compare the extent of sequential pathologies in the lower adjacent segment between patient groups with a primarily cervical instrumentation ending at c7 versus an instrumentation including the cervicothoracic junction ending at t1 or t2. Between april 2007 and july 2014, a total of 74 patients (45 males and 29 females, age 64 +/- 12 years,) underwent posterior cervical instrumentation spanning more than 3 segments and ending either at c7 or t1/t2. There were 58 patients in the c7 group and 16 patients in the t1/t2 group. Implants used were calcium phosphate bone graft granules (actifuse microgranules; baxter deutschland gmbh, bavaria, germany) or a synthetic osteoconductive b-tricalcium phosphate composite (chronos strip; synthes gmbh, oberdorf, switzerland) to support bony fusion. They had a clinical fu of at least 6 months. The article did not specify which of the devices were being used to capture the following complications: most patients showed some degree of progressive radiographic degeneration at the adjacent segment below the instrumentation at fu, with an increase in kyphosis angle, a decrease of intervertebral disc height, and a greater degree of disc degeneration. 19 cases had secondary interventions due to symptomatic lower adjacent-segment pathology or caudal implant failure. 9 patients required surgical revision for a symptomatic pathology or implant loosening at the adjacent segment below the instrumentation. 2 patients had caudal extensions of the posterior instrumentation for bilateral screw loosening. 2 patients had painful segmental instability with progressive spinal stenosis. 3 patients had posterior reinstrumentations for unilateral screw loosening. 1 patient had anteroposterior reinstrumentation for bilateral implant loosening. 1 patient had caudal extension of the posterior instrumentation for screw loosening. 4 patients had a surgical intervention. 3 patients had a facet joint injection was performed. 3 additional patients required long-term orthotic treatment. Of the 18 secondary interventions, 17 occurred in patients who initially had fusion surgery for degenerative instabilities and 1 in a patient with traumatic instability. 3 patients had revision surgery for reasons not related to the primary outcome; 2 patients had a wound revision for surgical-site infection. 1 had an anterior revision for a cerebrospinal fluid leak. Patients with symptomatic adjacent-segment pathology had a more pronounced increase in segmental kyphosis over time than patients who did not require a secondary intervention. A (B)(6) year old female patient who underwent anteroposterior decompressive surgery had shown symptomatic adjacent degeneration at the level c7/t1 at the 1-year follow up, which improved temporarily after facet joint injection at this level. This report is 1 of 3 for (B)(4). This report is for an unknown synthes synthetic osteoconductive b-tricalcium phosphate composite (chronos strip; synthes gmbh, oberdorf, switzerland).